Manufacturer narrative:
Investigation summary: the tissue bag was returned for evaluation. Engineering observed burst edges at the distal end of the bag with stress marks. Previous tests have shown similar stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision; however, fragmentation of the bag has not been observed during testing. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. To 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total prostatektomie with da vinci roboter- "the customer used our retrieval bag over 1000 surgeries for a year. The bag is damage at the lateral end. The retrieval bag placed over a kii fios (B)(4). The prostata and lymph knotes are placed in the bag. The bag cord is secured over a 5mm low profile trocar (B)(4), until the end of the surgery. The umbilicale incision is protected with (B)(6) (B)(4), when the bag is pulled out through the (B)(6), it tears at the lower end. No hooks or other instruments were used. The customer used (B)(4), da vinci set 15, but they change sometimes the configuration. In the e-mail I've noticed the last deliveries from the retrieval bags and trocar kits. The customer and I don't know what is the lot nr. Of the bag." Patient status - is ok.